Event description:
First documentation of rv noise arrived via the hmsc on (B)(6) 2020 as a fast nst episode. This episode was ignored by the hospital technician. Many other episode of short rv noise arrived and ignored. The last episode was vf with one shock due to noise on (B)(6) 2020. The patient was invited to the hospital where ICD detection was turned off.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data gained no further information. The analysis of the provided iegm episodes revealed artefacts on the rv channel, which led to the reported oversensing as well as an inappropriate shock and ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.